Event description:
The tech alleged the side rail wire harness was crushed and the side rail wires were exposed. No pt impact.

Manufacturer narrative:
The tech found the wire harness guide was bent, and the wire harness spring tore open the side rail cable exposing the wires. The tech replaced the side rail to resolve the issue.